Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse used a trainer and a catheter. There were no pumping issues. The fse replaced the safety disk (0202-00-0140) because it was failing the pim test. Functional tests were performed. The equipment was then suitable for clinical use.

Event description:
N/a

Event description:
It was reported that during daily inspection, the cardiosave intra-aortic balloon pump (iabp) unit has no counterpulsation. They put an old catheter and it did not pump. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.